Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited noise and oversensing due to small amplitudes which resulted in inappropriate shocks. A boston scientific technical services consultant discussed possible programming options for this system. The system was subsequently explanted due to the reported clinical observations. Additionally, the patient had developed a need for atrial pacing. A transvenous system was implanted without further incident. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
The returned subcutaneous implantable cardioverter defibrillator (s-ICD) was analyzed. Visual examination identified body fluid contamination in the sense a port area and a hole in the atrial setscrew seal plug. A review of a stored device electrogram indicated that the noise on the atrial channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, delivery of inappropriate therapy. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The 3191 code was utilized due to the surgery that occurred.